Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had not been communicating with the server. A field service engineer (fse) reimage successfully but synchronized slow. Later, fse successfully image and configure a cart issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not communicating with the server. Multiple users attempted to log in, but the system displayed an ¿unable to authenticate¿ message. The user rebooted the station and attempted recovery, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.